Event description:
It was reported that a spectrum iq infusion pump failed to infuse medication during therapy and the tubing was kinked closed. The error occurred during delivery in the (B)(6) surgical intensive care unit (sicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6, d10: concomitant product and h11: h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent to upstream occlusion testing, and the device passed. The event history log (ehl) was reviewed. The customer reported that the even occurred on november 5th, 2024, however, the last days of customer use was on november 2nd and november 3rd 2024. An infusion of norepinephrine was programmed on november 2nd in adult critical care at a rate of 18.8 ml/hr and a vtbi of 250 ml. It is unknown if this is the infusion in question. Throughout the infusion, the pump alarmed "upstream occlusion!" Five times. The pump will display an "upstream occlusion check flow" screen after an "upstream occlusion!" Alarm. This screen will ask the user to check that all clamps are open, the tubing is free of kinks, and that drips are flowing in the drip chamber. It also warns the user that if the occlusion remains, then the pump may infuse below the programmed rate, or not infuse at all. After every "upstream occlusion!" Alarm, the user cleared the alarm and confirmed flow when prompted by the pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The spectrum iq operator's manual includes multiple warnings about kinked tubing in sections 2. Safety information, 7. Preparing the pump and IV sets, 8. Programming the pump, and 9. Alarms. The pump will also display a "check flow" screen at the start of every infusion and ask the user if all the clamps are open, there are no kinks in the tubing, and if drops are flowing in the drip chamber. If the pump alarms "upstream occlusion!," an "upstream occlusion check flow" screen will be displayed on the pump, and will ask the user to confirm if all clamps are open, there no kinks in tubing, and there are drops falling in the drip chamber. It also warns the user if the occlusion remains, the pump may be infusing below the programmed rate or not infusing at all. Should additional relevant information become available, a supplemental report will be submitted.